Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel and blood noted on distal conductor and helix mechanism; the analyst noted that the helix will not extend due to being over-retracted; full lead returned and analyzed.

Event description:
The lead was returned with no information, but appears to an attempted but not implanted lead. We will conduct follow-up to determine why the lead was not used. No patient complications have been reported as a result of this event.